Event description:
It was reported that during a low anterior resection procedure, air leaked from the valve in about 20 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.